Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.9 cm diameter abdominal aortic aneurysm approximately five weeks ago. The right femoral artery was 9 mm and the left was 8 mm in diameter. Bilaterally the iliac arteries were moderately tortuous with 35 percent stenosis. A talent converter was implanted followed by a thrombectomy and angioplasty of the left limb of the stent graft. The patient had a secondary intervention and recovered for the right leg pain. Metabolic encephalopathy requiring mechanical ventilation and medication and recovered. The investigator assessed that the event is not related to the study device or study procedure. There was a new event of respiratory failure which required prolonged hospitalization and mechanical ventilation. The patient recovered eight days later. The investigator assessed the event as not related to the study device or study procedure. It was reported that the patient had a CT with contrast. The aneurysm was 49 mm in diameter. It was reported that there was a stent graft occlusion in the right iliac and also, thrombosis in the left iliac limb. Films were returned and reviewed as follows: pre-implant cta show the neck diameter (flow lumen) below the renals was approximately 19mm. Immediately above the aaa (55mm below the renals) the neck measured 18 x 23mm and was ringed with calcification. The 5cm diameter aaa was filled with thrombus; 3.5cm max flow lumen. The distal aorta was small; 13 x 25mm with calcification. The iliac arteries were moderately tortuous with some calcification. Angio images at implant show the ipsilateral limb was placed on the right side, crossing over the contra limb. Both limbs were extended into the iliac arteries. No obvious stent graft or blood flow issues were observed. Post-implant cta one week post implant show that the bifurcated stent graft was placed just below the renals. The right (ipsilateral) limb was occluded distally beginning at the flow divider near the narrowed/calcified distal end of the proximal neck; the origin of the ipsilateral limb appears to fully expand in this location. No obvious stent graft kinks are seen distal to this location in the aaa sac or iliac arteries. The contralateral limb is patent and not compressed. The cause of the limb occlusion may be anatomy related and possibly a patient condition from the observed pre-existing thrombus and poor distal runoff.

Manufacturer narrative:
(B)(4). (Films). Inherent risk of procedure (stent graft occlusion), patient's condition affected effectiveness of device (narrowed and calcified aortic neck and distal aorta), device failure/lack of effectiveness related to patient condition (narrowed and calcified aortic neck and distal aorta).